Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted, unit functioned properly. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother called reporting a hospitalization due to high blood glucose levels and diabetic ketoacidosis. Customer was vomiting and had ketones. Her blood glucose level at the time of hospitalization was over 600 mg/dl. She was treated with manual injections, an IV drip, and medicine for her nausea. Customer stated the insulin pump is giving basal deliveries, but not bolus deliveries. Even after changing site, the problem still persists. Customer was given 6 units of insulin through bolus twice, but her blood glucose level went up. She needed a manual injection to lower the blood glucose level. During trouble shooting, customer performed a 5 unit prime and got a drop forming at the end of the tubing, but nothing else. The reservoirs customer is using don't expire until (B)(6) 2015. Customer's current blood glucose level was 140 mg/dl. Nothing further was reported.